Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(6). (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 32 x4.00mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the device was unable to be inserted through the wire. Upon pulling out, it was noted that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was further reported that the target lesion was significantly stenosed and mildly calcified. It was also reported that the difficulty encountered tracking the device over the wire happened inside the patient's body and the stent entered the patient's anatomy.

Manufacturer narrative:
Describe event or problem, device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: promus premier ous mr 32 x 4.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. Distal stent struts were pushed proximally and were overlapping and bunched the crimped stent outer diameter of the undamaged portion of the stent was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found damage to the tip. A 0.014" guide wire was loaded through the tip and tracked through the wire lumen exiting through the exchange port with no resistance. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/ procedural factors encountered during the procedure, performance was limited. (B)(4).